Event description:
The patient reportedly has several open electrodes. Extensive programming was attempted. However, the problem was not resolved. Surgery to explant the patient's device has been scheduled.